Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with injection vancomycin (1000 mg, frequency, duration and route not reported) and fortum (1g, frequency, duration and route not reported) for the peritonitis. The patient was later discharged from the hospital and reported to have recovered from the peritonitis. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: one day after onset of the peritonitis, the patient was hospitalized for the event (previously unreported date). Should additional relevant information become available, a supplemental report will be submitted.